Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the failure of the mother board which processed and output the image signal due to the deterioration of the component of the mother board by the repeatedly long-term use because more than 7 years have passed since the subject product was manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that it was found that the endoscopic image was not displayed due to the failure of the electrical circuit board of the subject device during the incoming inspection of the subject device for the repair at olympus india. Also, olympus india found that the electrical circuit board had no rust or burn marks. There was no report of patient injury associated with this event.